Event description:
I had gotten the essure placed in (B)(6) 2010. In early 2011 I started having really bad cramping pains, excessive bleeding, constant abdominal pain, lower back pain and sharp shooting pains all over my entire abdominal area. I went back to the doctor and he ran a bunch of tests and determined that I needed to have a partial hysterectomy because the metal in the essure coils caused me to have an allergic reaction and that was the only way to remove it. I have only 1 ovary left and I'm devastated because I'm only (B)(6) and have been starting to go through early menopause.